Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. Equipment sent for preventive maintenance. Error 200 was noticed in the burn-in test. Psu board damaged - replaced. Replaced damaged plate. All tests were performed and presented positive results. Equipment working perfectly. The root cause for the reported complaint was damaged psu board. The device was fully repaired. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliates that the device is for preventive maintenance.